Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the ok keypad button had a delayed response to user presses. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: investigation revealed that there was no visible damage to the keypad. All of the keypad buttons responded properly. The keypad was removed and no damage or contamination was observed on the button contacts. Unrelated to the initial complaint, the bolus button was observed to be completely detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.